Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the specification, creases flat, deformation device and device appearance (observed split in patch). Observed split in patch area, it is out of specification per qa199.04. Rev 7.0 was identified which is characterized as a workmanship. Bubbles and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: split in patch area assessed as a workmanship and no issues found related with the manufacturing process. Further investigation (fi) has been requested due to findings of workmanship. Fi results will be submitted via supplemental medwatch.

Event description:
Healthcare professional reported implant is ¿is sitting high, hard, and painful". Healthcare professional additionally reported left side capsular contracture baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported implant is ¿is sitting high, hard, and painful" and capsular contracture baker grade IV. Device remains implanted.